Event description:
It was reported that the incident occurred in the cath lab. Per the technician, she had pulled negative prep "as usual" & attempted to pull intra-aortic balloon (iab) out of tray. The iab stuck in the tray (packaging) & a negative pull was performed again by the physician. The iab was removed from packaging, but iab was unraveled (unsure when iab unraveled, at removal of packaging or at some point during iab insertion as blood noted on iab). Per the clinical coordinator, blood is noted on catheter body, so they are unsure (at this time) whether this iab insertion was attempted or if blood is from cardiologist hands during iab prep. There was no reported pt death, or injury. Medical or surgical intervention was not required. It is unk if there were pt complications & the outcome of the pt is unk. Additional information was received by the sales representative on 6/15/10 stating that per the physician the technician had difficulty removing the iab from the tray, but he was able to remove it. He stated that he did not see anything wrong with the iab (specifically, no bunching etc.) So he inserted the iab into the pt. He noticed that he was having some resistance getting the iab in at about 2/3 into sheath so he pulled the iab out without difficulty, leaving the sheath in the pt. He then opened an additional iab (iab-06840-u) and inserted iab into same sheath without any difficulty. He confirmed that there was no significant delay to pt care. Outcome of the pt was good, no complications with iab/iabp therapy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.